Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. Further testing could not be performed due to the prime/fill anomaly. The device had scratched screen and case, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed and was stuck in the rewind loop. The blood glucose reading was 49mg/dl. Advised the customer that the device would be replaced. No further information was provided.